Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and verified that system would not turn on. After reviewing the log file, rse found that there is a malfunction in ups power supply. Rse connected with the customer and asked for reset the ups. The third-party electricians resetting the breaker. After resetting the breaker, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was not turning on after a generator test. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.